Event description:
This is report 2 of 2. Report received from the USA stating that after surgery, it was discovered that a device became "welded to the attachment" and that the device "probably got really hot." The reporter stated that the device worked will during the surgery. There were no injuries reported and no medical intervention was required. There was no additional info provided.

Manufacturer narrative:
The device was not received by anspach. If additional info is received, a supplemental report will be sent.